Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is fluid under the lcd display due to dropping the insulin pump into a bucket of water. The blood glucose reading is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly and no damage was noted on the keypad assembly. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip.